Manufacturer narrative:
(B)(4). To date, the device has not been received at boston scientific's return product department. A request to the field has been made to inquire about device return.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. All of the seal plugs were intact and all of the set screws operated normally. Review of the device memory indicated that a low voltage alert, code 1003, was not declared. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted that verifies the performance of basic sensing, pacing and shocking functions of the device. The device failed the shock portion of the returned products electrical test for charge timeout. An x-ray of the device revealed that the internal high voltage fuse was intact and not damaged. Further testing determined that failed shock test was the result of device sterilization at a high temperature prior to return of the device to boston scientific. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
The device was received at boston scientific's return product department in (B)(6) 2015.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system in early-october 2014. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was explanted and replaced without incident. This device is included in the lv capacitor 2014 cognis advisory population.

Manufacturer narrative:
(B)(4). Boston scientific received information from the local representative that the hospital has possession of the device and it was unknown if the device would be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.